Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. 2 adverse events were reported. Ae1- minor ischemic stroke on (B)(6) 2023 for which medication included mannitol, eptifibatide injection, polyene phosphatidyl choline, etc. Ae2 - cerebral infarction (fresh) on (B)(6) 2023 in the right parieto-occipital lobe and right semioval center. Patient complained of impaired movement of the left limb for 10 days. Some medical treatment (eg, improving circulation, relieving brain edema), for study device found not adhering to the vascular wall on (B)(6) 2023. Little thrombosis noted due to study device found not adhering to the vascular wall and medications were used to treat this thrombosis. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported 'patient stroke' and patient vessel thrombosis are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event. It is most likely that anatomical or procedural factors contributed to the reported 'tapering' but this cannot be confirmed as the stent is deployed in the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to the as reported stent tapering. H3 other text : the device is implanted in patient.

Event description:
It was reported that the patient underwent successful subject flow diverter stent implantation procedure on (B)(6) 2022 for right internal carotid artery-ophthalmic (c6 segment) saccular aneurysm. On the same day post procedure patient had adverse event 1 (ae1) minor ischemic stroke. This event was unlikely related to study procedure and not related to study device per site. The final adjudication results showed as a minor ischemic stroke, possibly related to study procedure, study device, dual antiplatelet therapy dapt & the disease under study, not serious ae. The event resolved on (B)(6) 2023 with concomitant medication that included mannitol, eptifibatide injection, polyene phosphatidyl choline, etc. Ae2 - on (B)(6) 2023, the brain MRI exam showed: cerebral infarction (fresh) in the right parieto-occipital lobe and right semioval center. The patient complained impaired movement of the left limb for 10 days and was admitted on (B)(6) 2023 due to a suspicious cerebral infarction (subacute stage). Some medical treatment (eg, improving circulation, relieving brain edema) was provided for the reported event. This event had possible relationship to study procedure and study device, unlikely relationship to dapt, and not related to other stryker devices. Dsa examination on (B)(6) 2023 showed distal end of subject device not adhering to the vascular wall very well due to which there was little thrombosis observed that was treated with medications. Patient refused having a surgery to resolve the situation of subject device not adherent to vessel wall and discharged on (B)(6) 2023. Pre-procedure patient was on clopidogrel 75mg/d from (B)(6) 2022 and aspirin 100mg/d from (B)(6) 2022. Post-procedure: integrilin 20ml bid via pump on (B)(6) 2023 patient was on clopidogrel 75mg/d and aspirin 100mg/d. Nihss 3 on (B)(6) 2022, mrs & nihss 1 on (B)(6) 2022, mrs 0 on (B)(6) 2022, 1m fu on (B)(6) 2023 mrs & nihss 0, 6m fu (B)(6) 2023 mrs & nihss 0, (B)(6) 2023 mrs 1 & nihss 0.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. 2 adverse events were reported. Ae1- minor ischemic stroke on (B)(6) 2022 for which medication included mannitol, eptifibatide injection, polyene phosphatidyl choline, etc. Ae2 - cerebral infarction (fresh) on (B)(6) 2023 in the right parieto-occipital lobe and right semioval center. Patient complained of impaired movement of the left limb for 10 days. Some medical treatment (eg, improving circulation, relieving brain edema¿), for study device found not adhering to the vascular wall on (B)(6) 2023. Little thrombosis noted due to study device found not adhering to the vascular wall and medications were used to treat this thrombosis based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. The reported 'patient stroke' and patient vessel thrombosis are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event. It is most likely that anatomical or procedural factors contributed to the reported 'tapering' but this cannot be confirmed as the stent is deployed in the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to the as reported stent tapering.

Event description:
It was reported that the patient underwent successful subject flow diverter stent implantation procedure on (B)(6) 2022 for right internal carotid artery-ophthalmic (c6 segment) saccular aneurysm. On the same day post procedure patient had adverse event 1 (ae1) minor ischemic stroke. This event was unlikely related to study procedure and not related to study device per site. The final adjudication results showed as a minor ischemic stroke, possibly related to study procedure, study device, dual antiplatelet therapy dapt & the disease under study, not serious ae. The event resolved on (B)(6) 2023 with concomitant medication that included mannitol, eptifibatide injection, polyene phosphatidyl choline, etc. Ae2 - on (B)(6) 2023, the brain MRI exam showed: cerebral infarction (fresh) in the right parieto-occipital lobe and right semioval center. The patient complained impaired movement of the left limb for 10 days and was admitted on (B)(6) 2023 due to a suspicious cerebral infarction (subacute stage). Some medical treatment (eg, improving circulation, relieving brain edema¿) was provided for the reported event. This event had possible relationship to study procedure and study device, unlikely relationship to dapt, and not related to other stryker devices. Dsa examination on (B)(6) 2023 showed distal end of subject device not adhering to the vascular wall very well due to which there was little thrombosis observed that was treated with medications. Patient refused having a surgery to resolve the situation of subject device not adherent to vessel wall and discharged on (B)(6) 2023. Pre-procedure patient was on clopidogrel 75mg/d from (B)(6) 2022 to (B)(6) 2022 and aspirin 100mg/d from (B)(6) 2022 to (B)(6) 2022 post-procedure: integrilin 20ml bid via pump on (B)(6) 2022, from (B)(6) 2023 patient was on clopidogrel 75mg/d and aspirin 100mg/d nihss 3 on (B)(6) 2022, mrs & nihss 1 on (B)(6) 2022, mrs 0 on (B)(6) 2022, 1m fu on (B)(6) 2023 mrs & nihss 0, 6m fu 18 may 2023 mrs & nihss 0, (B)(6) 2023 mrs 1 & nihss 0.